Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the buttons of the insulin pump were unresponsive. Customer's blood glucose level was not provided at the time of the incident. The customer tried replacing batteries however the buttons were still unresponsive. Troubleshooting was not provided, nothing was resolved. The insulin pump will not return for analysis.

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. The insulin pump was received with partially broken reservoir tube lip, missing retainer and missing reservoir tube o-ring. A test reservoir was installed and did not lock in place due to missing retainer. The insulin pump passed the self test, however unable to perform the displacement test due to missing retainer. No damage or moisture damage on keypad assembly, unlocked electrical board keypad connector, or stuck button alarm noted during testing.